Manufacturer narrative:
(B)(4). Maquet cardiopulmonary(B)(4) requested the product back for investigation. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Only venous pressure could not be shown during priming. It only displayed for a few seconds with value +400 mmhg. Other pressure parameters could be shown. User tried to swap the set to another cardiohelp, but the venous pressure still would not show. So at last, user changed to another new hls set before use on a patient. (B)(4).

Manufacturer narrative:
The sample was received on 04-08-2016 and investigated in the complaints laboratory in (B)(4). During the visual inspection a broken cone was found on the luer lock on the blood inlet side and a white substance was also detected in the plug for integrated sensors. After removing the protective cover of the pump, the p vent sensor was seen to be corroded. In addition, the adhesive used to protect the solder joints was chipped and the solder joints were also corroded. The luer lock was glued and the hls module was connected to the cardiohelp. All the values appeared on the display of the cardiohelp. No further abnormalities were noted. The failures found in the investigation are already known to the manufacturer and have been thoroughly investigated under (B)(4), thus the reported failure can be confirmed. The nc is still ongoing to find a resolution to the varnish issues. Based on the investigation results, no further investigation or action outside the activities in (B)(4) is warranted at this time and the complaint will be closed. This is the final report.

Event description:
(B)(4).